Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be manufacturing related due to operator error/ mechanical error/ thin rubberized layer. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the registered nurse unable to remove the foley catheter from the patient before the delivery of the baby. A 10ml syringe was attached to the balloon port of the catheter and resistance met with inability to aspirate the balloon fluid. The medical doctor attempted to manipulate the catheter positioning in an effort to relieve the pressure from the balloon with no success. After several failed attempts, the patient proceeded through the delivery of the baby, with the foley in place. After delivery, the medical doctor again attempted for removal with no success. The medical doctor then attempted to drain the saline from the bulb by making an incision in the catheter tubing, with no success. This was followed by attempted a needle aspiration of saline from the tubing, which was also unsuccessful. The medical doctor finally successfully drained the bulb and removed the foley after manually applied the internal pressure to the patient's bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the registered nurse unable to remove the foley catheter from the patient before the delivery of the baby. A 10ml syringe was attached to the balloon port of the catheter and resistance met with inability to aspirate the balloon fluid. The medical doctor attempted to manipulate the catheter positioning in an effort to relieve the pressure from the balloon with no success. After several failed attempts, the patient proceeded through the delivery of the baby, with the foley in place. After delivery, the medical doctor again attempted for removal with no success. The medical doctor then attempted to drain the saline from the bulb by making an incision in the catheter tubing, with no success. This was followed by attempted a needle aspiration of saline from the tubing, which was also unsuccessful. The medical doctor finally successfully drained the bulb and removed the foley after manually applied the internal pressure to the patient's bladder.